Manufacturer narrative:
(B)(4). The device was returned for analysis and it was determined that the root cause of the failure reported was lack of concentricity of the chamfered hole on the toggle component. Due to lack of concentricity the pulley in the device could shift forward creating an inherent channel space between the toggle and the pulley where the opening cable could wedge itself during actuation of the device. The complaint was confirmed.

Event description:
It was reported that during a deep style, hybrid procedure the device was tested (opened and closed) outside of the patient three times. Once inside the patient and placed around the appendage, the device would not close. A new clip was opened and placed without difficulty. The case was delayed for 5 minutes and there was no adverse affect on the patient outcome.